Manufacturer narrative:
Concomitant medical devices: dtba1d1 crt-d implanted (B)(6) 2015.

Event description:
It was reported that there may have been intermittent right atrial (ra) lead undersensing during an atrial arrhythmia episode. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.